Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there were high impedance measurements on electrodes 8,9,10,12,13, and 14 and the patient reported occasional falls. The rep reprogrammed to successfully cover the patient¿s painful areas and the issue resolved at the time of the report. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.